Event description:
It was reported that during an implant attempt, the set screw stuck to the wrench and the physician pulled the set screw out with the wrench and was unable to replace it. A second device was attempted; the physician removed the set screw with the wrench and was unable to engage the set screw after multiple attempts were made. A third device was successfully implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed and no anomalies were found. The returned device indicated a set screw with a rounded socket. (B)(4).